Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported they feel like device sticks out if they move in certain ways. The patient described getting into the car yesterday, and when they sat down and slid over, it felt as if the device was being pulled out. The patient also mentioned having to go to the bathroom every couple of hours, and that the device was not helping with bowel movements. They reported bowel symptoms. Patient mentioned that the experience with the trial was perfect, but they haven't seen any improvement with the ins. Patient stated they recently had an appointment because the device began to hurt badly after a fall, causing a sudden burning sensation. However, after going to bed, the burning stopped and things returned to normal. The patient hastried several times to increase the stimulation, but cannot go higher than 0.6; at 0.8, it causes vibration in the groin and feels like pinching. The patient still has surgical tape on the incision and was afraid that removing it will cause the device to stick out even more. Agent reviewed the option to change programs, but the patient reported that whenever they tried to adjust the settings, it reverted back to program 3. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they have an appointment this week and need to have a liver ultrasound, but they were concerned they may not be able to tolerate lying down for 30 minutes. They mentioned that they may need to have a cushion under them to be able to manage the procedure. Patient mentioned that their follow up appointment was not until january, they will try to reach the hcp soon.